Event description:
Patient was seen for follow-up visit 22 days post-implant. Upon interrogation of the pulse generator, it was discovered that the microprocessor had automatically reset 2 days prior to the visit. Pulse generator was programmed successfully. At another follow-up visit 16 programmed successfully. At another follow-up visit 16 days later, it was discovered that the microprocessor had again reset. No injury has been reported as a result of this event. Device replacement is currently being considered.